Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related

Event description:
During a lateral left-side wolff-parkinson-white (wpw) ablation procedure a cardiac perforation occurred. While ablating a steam pop was noted but the blood pressure of the patient remained stable and twenty minutes after the steam pop occurred the ablation was successfully completed. During the waiting period tachycardia was noted but the patient was not hypotensive. Following the waiting period the patient became hypotensive and echocardiogram confirmed an effusion. A pericardiocentesis was performed to stabilize the patient.